Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false negative results on a 70-year-old male patient. There was no additional patient information. Return product is available for investigation. Method: result: I-stat, 2.9, I-stat, 3.4, atellica, 146.3. Facility cut offs: female: critical: >100.00 pg/ml, abnormal: >34.00 pg/ml, reference range: 34.00 pg/ml. Male: critical: >100.00 pg/ml, abnormal: >53.00 pg/ml, reference range: 53.00 pg/ml. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n. (Ng/l, pg/ml). (Ng/l, pg/ml). Female 490. 13. (10, 17). Male 404. 28. (19, 58). Overall, 895. 21. (14, 30).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25228a.

Event description:
Na.